Event description:
The catheter was used at final x-ray to review the results of a thrombolysis procedure. The catheter was introduced over a .035" guide wire through a 4f sheath from angiokard. Difficulty was experienced delivering the catheter from the left right leg over the iliac bifurcation causing the catheter to kink. The guide wire was removed, contrast was delivered and the x-ray was taken. On removal of the catheter the physician experienced resistance, yet he continued to remove the catheter through the sheath, applying force by pulling against the resistance. The catheter broke approximately 50cm from the distal tip, inside the pt. The remaining piece of catheter was removed by a vessel surgeon. The pt isreported to be doing well.